Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional following implantation of an intraocular lens (iol), the patient experienced dysphotopsia, halos and poor distance vision. The lens was explanted and replaced with another iol approximately 2 months after initial procedure. Additional information was requested, but no further information is available.